Event description:
It was reported that the device was not sharp. Another device was used to complete the case. There was no pt injury. The device was returned with the insulation damage on the shaft.

Manufacturer narrative:
Final device investigation found that the device was returned with the exterior sheathing of the shaft severed down the entire length of the rod. Upon evaluation, a cut test was performed. The device was able to cut at the tips of the blades, but not at the distal end of the blades. No job number was provided, so the device history record could not be reviewed. As each device is visually inspected and functionally tested prior to release, no conclusion could be made regarding what may have caused the reported event.